Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a colonoscopy and dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, outside the patient, the device would not fit through the working channel of the scope. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the exit marker to be loose, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) exit marker loose. Visual evaluation of the device found the single lumen inside the balloon and the guidewire to be kinked. The exit marker was found to be damaged and loose on the catheter. The catheter could not be inserted through the scope due to the returned condition of the device. The noted damage is likely due handling of the device outside the patient, such as excessive force used during insertion of the catheter through the scope or removal from the scope. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.